Event description:
The facility reported to baxter (B)(4) of an interlink system solution set in which "the giving set connection connected loosely with the one way valve allowing it to leak." The reported condition occurred during infusion. There was report of patient involvement; however there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was discarded and no companion samples were returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.